Event description:
Customer reported experiencing a low blood glucose level of 46 mg/dl. Cause was not known. Customer consumed carbohydrates to address the low blood glucose. Pump software was confirmed to be functioning properly, and no further assistance was needed from technical support.